Event description:
It was reported that a vector nail system was implanted in 1998 and failed in 2003. Patient claims this resulted in needing to seek permanent disability and loss of employment. The device was removed and replaced with another vector nail system. It was further reported that this 2nd device failed in 2005 for unknown reason. It was reported that a crack was found on the rod upon x-ray. The nail was removed and replaced with plates and screws. Reported pt outcome: femur healed without incident. Physicial therapy from 1998 to 2006.

Manufacturer narrative:
Information received on voluntary medwatch report.